Manufacturer narrative:
The customer reported that the cns screen freezes and would like to know how to troubleshooting the issue. Nihon kohden tech support advised the customer to "hard reboot" the device by holding down the power button. Once the customer rebooted the device, the device was up and running as normal.

Event description:
The customer reported that the central nurse's station (cns) has frozen screen. No known impact or consequence to patient.

Event description:
The customer reported that the central nurse's station (cns) has frozen screen. No known impact or consequence to patient.

Manufacturer narrative:
Details of complaint: on (B)(6) 2018, (B)(6) at (B)(6) center reported the cns mu-971ra sn:(B)(6) froze. The mouse would not respond to his touch, and time is stuck from the previous night. Device was not sent to nka for evaluation. Service requested: troubleshooting. Service performed: troubleshooting. Investigation results: [risk assessment] the probability of this issue re-occurring is derived from c4c data. Data was pulled on jan 22, 2020. Out of 33046 records, the ticket title is filtered for "hdd" keyword. The service category is filtered to include only "pm" related incidents. Pm is referring to patient monitoring devices. The model is filtered to show only "mu-971ra" incidents. There were 3 incidents of hard drive failure. A repeat of the above procedure for keyword "hard drive" yielded 7 incidents. The total number of cns 9701 with hdd failure equals to 10 incidents. Total number of units sold is available in sap. The total number of units sold since 2014 (the beginning of sap data) is (B)(4). (B)(4), or according to sop06-075, quality complaint investigations, the event may only occur in exceptional circumstances - rare. Risks: the risks of cns hard drive (hdd) failure is that there is a loss of central monitoring of patient's vital signs and waveforms, along with other patient information. The cns monitors both bedside and wireless telemetry transmitters devices. Bedside monitors have local alarm functions, both audible and visual, while wireless telemetry transmitters display compressed waveform and numeric data of the latest 10 minutes. When the cns hard drive fails, an error message (as is the case on ticket (B)(4)) is displayed, therefore the issue is immediately noticeable by the attending clinician. If alternate monitoring means are not available for the wireless telemetry patients, there is a possible loss of patient monitoring. In a worst-case scenario, the loss of monitoring capability at a central nursing station for cardiac rhythm and vital signs could delay the recognition and management of arrythmias and sudden deteriorations in vital signs in critically ill patients. This could adversely impact the outcome of subsequent treatments such as resuscitation. The risk is considered "major" as defined under sop06-075, quality complaint investigations. Therefore, the overall risk of this event, taking into consideration of severity and probability, is medium. Cns's intended use: the cns-9701 central monitor is designed for use in various hospital environments, including the ICU, ccu, recovery room, and general ward. The central monitor allows hospital staff to monitor patient's vital signs and waveforms, along with other patient information. The central monitor is designed so the operator can directly touch the screen from the operator's position. The patient monitoring network is composed of central monitors, bedside monitors, multiple patient receivers and transmitters. [History] device was put into service 9/6/2006. Service history for this device shows the following: 12/12/2018, (B)(6) - not related to current incident. 08/14/2018, (B)(6) - current incident. 12/07/2016, (B)(6) - not related to current incident. 08/29/2016, (B)(6) - not related to current incident. 06/24/2015, (B)(6) - not related to current incident. The reported issue has no precedent and has not re-occurred. Cns-9701 service manual, revision f, states that device should undergo periodic maintenance inspection at least once every 6 months. Items to be replaced periodically include hard disk drives and cooling fan chassis. These items are to be replaced every 2 years (or 20,000 working hours if user keeps track of the working time). The cause of the intermittent freezing issue was attributed to hard drive failure. Due to maintenance history for device is not available, it is not possible to determine the root cause (cause of hard drive failure). Review of the device history record (DHR) shows that the unit has no history of ncmr, refurbishing, or other suspected defects. Investigation conclusion: the cause of the intermittent freezing issue was attributed to hard drive failure. Due to maintenance history for device is not available, it is not possible to determine the root cause (cause of hard drive failure). Review of the device history record (DHR) shows that the unit has no history of ncmr, refurbishing, or other suspected defects.

Manufacturer narrative:
Manufacturer narrative: service performed (troubleshooting): the customer was advised to perform a hard reboot. The central nurses station (cns) came back up and was monitoring patients again. The customer stated he was having issues with the cns lately and was advised that an hdd may need to be replaced. The customer did not wish to replace the hdd as they may be buying a new cns. Investigation result: the root cause was determined to be degradation of the hard disk drive (hdd). From the device information provided, the unit had been in service since 2006, which was over 11 years at time of the reported issue. Failure of the hdd is likely due to wear and tear as, over time, age and use increases the likelihood of parts failures. Per the cns-9701 service manual, the hard disk's expected life span is 2 years and the customer is recommended to periodically replace the component. The reported issue was resolved by performing a hard reboot on the cns. The customer was advised to replace the hdd to prevent future issues, however the customer did not wish to replace the hdd at that time. There is no indication of improper/inadequate device design. The device was in use on a patient and there was no reported patient harm.